Manufacturer narrative:
Kangaroo pump was returned for "blank display is working erratically.¿ service confirmed numbers were shifting on the screen which was caused the printed circuit board. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer states blank display, erratic operation.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with an enteral feeding pump. The customer states blank display.